Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant of the implantable neurostimulator (ins), the pocket had been creating a lot of pain regardless of whether the simulation was on or off. It was noted that the pt had lost a lot of weight. The cause of the event was pain over battery insertion site. Conservative treatment failed so the battery and lead were explanted. It was noted that the pt never achieved therapeutic effect of 50% or better reduction in symptoms.